Manufacturer narrative:
H3, h6: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported issue was not cause by the software. Analysis found that the software functioned as designed. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that there were temperature map (tmap) inaccuracies. The surgeon decided to do another burn in a different location, and the tmap temp markers were jumping 10+/- degrees, they tripped the low markers twice without even turning the laser on. The site tried resetting phase reference and resetting tmap. They aborted that additional ablation as it was not absolutely necessary. The scan was noisy, it was on their 1.5t system, patient had vns and rns and headframe on, contributing to noise in scan. The physicist changed settings even though the manufacturing representative (rep) informed not to, so known flip angle was swapped from 30 to 15. Other setting were also not to parameters, which potentially caused the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID m016445c001, software version 3.4 h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.